Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) revealed an increase in pacing impedances. A review of the daily measurements revealed two measurements at 1,776 ohms and one measurement at 900 ohms. All other measurements were normal. The patient was to continue with regular follow ups and monitoring. No programming changes were made and the device and leads remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.